Manufacturer narrative:
Correction: upon review, the sjm sã©guin semi-rigid annuloplasty ring should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 34mm sjm sã©guin semi-rigid annuloplasty ring was implanted. On 28 (B)(6) 2021, a routine chest x-ray was performed and noted a pneumothorax. On (B)(6) 2021, the pneumothorax was drained. It is thought that the pneumothorax was due to a minimal lesion on lung that occurred during the procedure prep while performing a mini thoracotomy. The patient was reported to be in stable condition. ((B)(4)).